Event description:
Pt accompanied to the operating room and placed into the prone position onto a radiographic table. After padding of pressure points, and betadine prep, local anesthesia was injected into the skin overlying the 4-5 interspace. A 20g touhy x 3.5 in needle was then passed through the wheal and thence toward the left side of the epidural space at that level, using the c arm for guidance and a loss-of-resistance technique. One ml omnipaque 300 was injected and found to be collecting just under that skin. The needle hub was removed and it was noted that only the top half came out and fluoroscopy showed a retained lower half of the needle. At that point the injection was canceled and surgical removal of the needle was started which lasted less than 10 minutes. The 3 cc (B)(4) w/epi was used to minimize bleeding and using a scalpel a 1 inch incision was made at the injection site. Using blunt dissection the incisions was widened. Using fluoroscopy guidance, the needle was clamped with a kelly clamp and removed intact. The incision was irrigated with 10 cc of saline with 1 gm of ancef and closed with deep interrupted sutures of 3.0 vicro and the skin was closed with interrupted 2.0 silk. A sterile dressing was applied and the pt was transported to the recovery area. He was monitored for 20 mins and was discharged fully ambulatory with orders to return monday for a dressing check.

Manufacturer narrative:
The factory performed a bend test on on the samples from the same lot as the alleged device and found no breakage with even 15n of force. The needle appears to have come in contact with an obstruction under more force than is usual causing the needle cannula to bend and flex possibly multiple times thereby breaking the needle. This was evidenced after examining the site of the breakage. The cannula showed signs of dimpling and tubal ovality that are characteristics of material flexing. Photos and test data available upon request.